Event description:
It was reported that the customer was recovering from an automobile accident. It was not known if the customer was hospitalized due to the accident, whether the customer was wearing the insulin pump at the time of the accident and if the customer was the driver at the time of accident. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.